Event description:
Vanishpoint insulin syringes from retractable technologies, inc. Lot # f180103 ref# 10211. Registered nurse went to administer subcutaneous medication and when the needle hit the skin it bent sideways, not able to be used. A second syringe was then used (same lot) this time medication delivered, but the needle would not retract after injection even though plunger was pushed all the way in as far as it would go. No injuries. No harm to patient or staff. Manufacturer response for insulin syringe, vanishpoint insulin syringe (per site reporter). None yet.